Event description:
On (B)(6) 2012, the reporter contacted animas for assistance in shutting the pump off. The reporter stated that the patient was found in bed and that she had passed away in her sleep. The reporter said that the exact date or cause of death remains unknown. The patient was reportedly wearing the pump when she died; it was vibrating and alarming when the reporter found it on the day of the contact. Animas customer support made several attempts to follow-up with the patient's family for additional information, without success. On (B)(6) 2012, animas medical surveillance was able to reach a second reporter, who could not give a cause of death, but stated that she assumed the patient's death was diabetes-related. The reporter noted that they would like the patient's health care provider to review the pump before sending it to animas for investigation. On (B)(6) 2012, a reporter from the patient's physician office stated that the cause of death was coronary thrombosis according to the physician. This reporter confirmed that on the date of the patient's last visit ((B)(6) 2012), there were no complaints against the pump. There is no further information available at this time. This complaint is being reported because the patient was reportedly wearing an animas pump when she died and because the pump cannot be ruled out at this time as a cause or contributor in the patient's death.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.